Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating and disconnected mode shown on the screen. The customer tried rebooted the station, but still issue persist. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not communicating. A field service engineer (fse) found station offline and unable to sign in to the station and moved station to a known working port with no change, replaced network cable with no change, then returned station to original or and powered on and communication restored. The system functioned as intended after the field service engineer repaired the device.